Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of 600 mg/dl with high ketones identified by hcp as dangerous. Cause was unknown, however, customer reported eating a high carb meal. Elevated bg was addressed via a correction bolus, manual injection, and supply change. Customer's hcp advised the customer on treatment plan and instructions for treating elevated bg via phone call.